Event description:
It was reported that medical attention was sought on (B)(6) 2017 around 4 am after the end user received inconsistent results from their prodigy diabetes glucose meter. The end user was lethargic, incoherent and unresponsive. His blood glucose reading at the time of the medical event was 130 mg/dl. The paramedics were called and performed a blood glucose test with their meter and received a result of 39 mg/dl. The paramedics administered an IV with fluids along with a glucose paste to assist in stabilizing his blood glucose. No further details were provided in relations to this medical event.